Event description:
Contact reported that because the t-handle of the confidence kits cement mixer did not work properly, it took longer to mix and transfer the cement. As a result, when the surgeon attached the needle and attempted to deliver the cement, the cement had already set up and could not be applied. The surgeon removed the needles that had been placed and was unable to complete the procedure.

Manufacturer narrative:
Examination of the returned kit found cement had been mixed within the mixing bowl. Cement and the wiper blade were present in the bottom of the mixing bowl. Due to the presence of the dried cement, functional examination could not be performed using the returned mixing bowl. However, the returned t-handle, when assembled to a new mixing bowl, could be turned as required to mix cement. The reported difficulty could not be replicated. No other complaints have been reported for this production lot. At this time the complaint is considered to be closed. Note: the initial reporter was aware of the event on (B)(6), 2011 but did not report the complaint to depuy spines complaint dept until (B)(6), 2011. The reporter was reminded of the obligation to report a product complaint within 48 hours of becoming aware of an event.